Manufacturer narrative:
The reported event of a leak was confirmed. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use.

Event description:
During an ablation procedure, a leak was noted on the valve of the agilis sheath. The device was removed. A new sheath was used to complete the procedure with no patient consequences.